Manufacturer narrative:
A boston scientific technical services representative discussed that the first two episodes after the first implant contained noise which appears to be caused by air bubbles in the device header based on the morphology. The noise was oversensed and thus resulted in inappropriate therapy mentioned. After the second implant noise seen on the electrocardiogram before the shock was delivered appeared to be related to air bubbles in the header, while noise after the shock was likely the result of electromagnetic interference. Technical services discussed possible indication for the noise observed, while a definite root cause could not be determined.

Event description:
Boston scientific receive information that post implant of this implantable cardioverter defibrillator (ICD) the patient received two inappropriate shocks due to noise. The physician elected to reopen the pocket. Visual inspection of the device header and leads did not show any abnormalities. The physician also re-opened the setscrews and cleaned and re-inserted the lead. Measurements were taken which showed normal values, and an electrocardiogram free of noise. The pocket was then closed and noise was once again noted while all lead measurements were normal. The physician elected to not re-open the pocket again, and the device was programmed to monitor only to determine of more noise episodes would be stored. It was noted that the next day the patient was checked and no noise was seen on the electrocardiogram. An inquiry was made to technical services regarding the noise observed and possible recommendations when it comes to this device.